Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15376, 15377. The patient had 2 model 3186 leads (from the same lot) implanted in the lumbar region as part of this scs system and later developed new pain and a lead was implanted in his thoracic region. It was reported the patient ceased using his scs system after having a thoracic lead implanted due to experiencing overstimulation and being burned. Surgical intervention was undertaken on (B)(6) 2014 to explant and replace the patient's ipg. During the procedure, the physician observed the leads were jumbled together in the pocket site. The ipg and thoracic lead were explanted model 3186 leads were connected to the ipg and intra-operative testing indicated effective stimulation was achieved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.